Manufacturer narrative:
The reported device was evaluated. Per physical inspection of the device, one branch of the pliers insert was broken off. Traces of corrosion could be seen in the entire area, as well as on the break point. It was possible that due to overload a mechanical pre-damage occurred e.g. A little crack. The material might have been weakened over the years by the corrosion, including at the point of breakage, which led to the branch breaking. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that insertion of the third (last) port, the consultant surgeon used the johan forcep to hold the sheath so that he can advance the port. While the surgeon was doing this, one of the jaws of the forcep broke off. One jaw was completely separated from the other jaw and was missing in the peritoneal area. The missing jaw was located and retrieved by the consultant surgeon without any further problem and time delay.